Event description:
The MFR received info alleging a ventilator alarmed and stopped producing flow while it was in use. There was no pt harm or injury. The device was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's intake filter was occluded with accumulated dust. The intake filter was cleaned to correct the problem. No malfunctions or deficiencies of the ventilator were identified. Device labeling instructs users to clean the intake filter on a regular basis.